Event description:
The customer contact reported the ground prong was bent on the ac power cord plug. The device was returned to the biomedical engineering department with a bent ground prong on the ac power cord plug. During testing at the user facility, it was noted that the ground prong was bent on the ac power cord. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).